Manufacturer narrative:
Patient's age is unknown; however, the patient was reported to be over 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, a trapezoid rx basket was used in an attempt to manually crush a stone. However, the handle cannula broke, as confirmed by a photo submitted by the customer. Another trapezoid rx basket was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block a2: patient's age is unknown; however, the patient was reported to be over 18. Block h2: additional information: block b5 (describe event or problem), d7a (sud reprocessed and reused). Block h6: device code a0401 captures the reportable event of handle cannula break. Block h10: the device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, a trapezoid rx basket was used in an attempt to manually crush a stone. However, the handle cannula broke, as confirmed by a photo submitted by the customer. Another trapezoid rx basket was used to complete the procedure. There were no patient complications as a result of this event. The basket was pulled out easily after the handle cannula broke.

Manufacturer narrative:
Block a2: patient's age is unknown; however, the patient was reported to be over 18. Block h2: additional information: block b5 (describe event or problem), d7a (sud reprocessed and reused) block h6: device code a0401 captures the reportable event of handle cannula break. Block h10: the returned trapezoid rx basket was analyzed, and a visual inspection noted that he handle cannula was detached from the plastic handle and kinked. Dimensional inspection noted that the length of the screws is less than the minimum tolerance. Media inspection of the photo provided showed the handle cannula detached and kinked. No other issues were noted. The reported event was confirmed. Based on all available information, the most likely cause is attributable to the supplier. As the screws are smaller, the fastening of the handle cannula was not achieved in the correct way (even if the screws had the appropriate depth). Therefore, at the time of applying force to activate the device, the handle cannula was separated/detached as a consequence. And per this extra force, the handle cannula was bent as evidenced by the screw dimples drag marks. Therefore, the most probable root cause of the issue handle cannula detached is manufacturing deficiency; an investigation is underway to address this problem. The most probable root cause of the investigation finding of handle cannula bent/kinked is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on may 16, 2022. During the procedure, a trapezoid rx basket was used in an attempt to manually crush a stone. However, the handle cannula broke, as confirmed by a photo submitted by the customer. Another trapezoid rx basket was used to complete the procedure. There were no patient complications as a result of this event. Additional information received on june 9, 2022. The basket was pulled out easily after the handle cannula broke.